Event description:
Patient experienced aches and pains and muscle weakness in their legs after collagen treatment. Pt had flu-like symptoms after their initial skintest. Patient was referred to rheumatologist who prescribed oral flexerial for fibromyalgia.